Event description:
Per the clinic, the patient experienced pain when the external coil is applied and tinnitus, and the issue could not be resolved. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with a new device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).